Event description:
We took our son to (B)(6) pediatrics in (B)(6) on (B)(6) 2020 for a suspected ear infection. While there, the nurse performed an antigen tests for sars-cov-2. The test came back positive. The next day, we had our son swabbed for a molecular test that came back negative. We followed up 6 days later with another molecular test that was negative. Everyone in our immediate family also tested negative. I'm unsure of which rapid test they doctors office uses, but I believe that it is unreliable. Here is the info from the test: lot # m121551, test ID: (B)(4), instrument serial # (B)(4). FDA safety report ID# (B)(4).